Manufacturer narrative:
The stopcock malfunction or leak may potentially impact staining performance. No erroneous staining result was reported by customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found leaking stopcock. The field service engineer replaced the stopcock. Instrument was fully operational and returned to service. No indication of patient or user harm.